Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for decapping with the incident lot was not observed. The photo showed a bag of the incident lot tubes but the defect could not be observed. One hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to decapping as all samples met specifications. Additionally, ten (10) retention samples were evaluated by functional testing and no issues were observed relating to decapping. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of decapping. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e cap came off during centrifugation. The following information was provided by the initial reporter. The customer stated: the tube cap came off during centrifugation.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e cap came off during centrifugation. The following information was provided by the initial reporter. The customer stated: the tube cap came off during centrifugation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter last name: (B)(6).